Event description:
It was reported that there was intermittent non-capture on the left ventricular (lv) lead. There were also warnings that capture was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product continued: 5568 lead, implanted (B)(6) 2006. (B)(4).